Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Revision surgery due to lysis. Adverse event statement: patient had knee replacement surgery in 1999. Revised advance I tibial base plate and insert due to lysis on (B)(6) 2016. Replaced with advance ii tibial base and advance ps tibial insert.